Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that the patient experienced erosion with the artificial urinary sphincter (aus). The aus was removed and no new device was implanted. Two months post explant, a new aus re-implanted that consisted of a 4.5 cm cuff, balloon, and pump. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was received indicating that the reported erosion was caused by a catheter. No further details were provided.

Event description:
It was reported that the patient experienced erosion with the artificial urinary sphincter (aus). The aus was removed and no new device was implanted. Two months post explant, a new aus was re-implanted that consisted of a 4.5 cm cuff, balloon, and pump. Should additional relevant details become available, a supplemental report will be submitted. Additional information was received indicating that the reported erosion was caused by a catheter. No further details were provided. Should additional relevant details become available, a supplemental report will be submitted.